Manufacturer narrative:
H.6. Investigation summary: to investigate the complaint for hemolysis, thirty (30) retention samples of the incident lot were selected from bd inventory for evaluation. The retains were visually evaluated and there were no defects observed that could lead to hemolysis. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after collecting with 50 bd vacutainer® sst¿ blood collection tubes, hemolysis was detected before testing on instrument. There were no health impact or consequences reported.

Event description:
It was reported that after collecting with 50 bd vacutainer® sst¿ blood collection tubes, hemolysis was detected before testing on instrument. There were no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter phone number: (B)(6). E.1. Initial reporter fax number: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.